Manufacturer narrative:
A visual evaluation found the unit was received cut and blackened at distal end. The working length was found twisted and kinked. The distal end was not returned for analysis. The device was most likely cut by the customer with an unknown instrument. Based on the investigation results, it is most likely that the manipulation of the device during the procedure contributed to this event. The most probable cause is operational context, since anatomical and/or procedural factors encountered during the procedure could have affected the device performance. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the cutting wire detached during cutting. The broken wire detached, fell into the patient and was retrieved with forceps. The procedure was not completed because the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.